Manufacturer narrative:
The accounts engineer replaced the left coiled cable to repair the bed.

Event description:
The accounts engineer stated that the left coiled cable rubbed against by the left head caster, exposing bare metal wires.